Manufacturer narrative:
The subject optical distance sensor was returned to manufacturing site to be recalibrated. After recalibration, an accuracy check was performed with this part and was pass. The root cause for the optical distance sensor being decalibrated could not be determined on this occasion.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose.once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the investigation of another complaint, accuracy checks were performed. The optical distance sensor did not pass the check.